Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to migration and reoperation.

Manufacturer narrative:
Results pending completion of evaluation. Conclusion not yet available. Evaluation in progress. (B)(4).

Event description:
On an unknown date, the patient underwent descending thoracic aorta replacement surgery. Post-operatively, mycotic pseudoaneurysms developed at both the proximal and distal anastomoses of the surgical graft. On (B)(6) 2009, this patient underwent an endovascular repair of the mycotic pseudoaneurysms using two gore tag thoracic endoprostheses. It was reported that the diameter of the proximal landing zone was 26-32mm, and that of the distal landing zone 35-38mm. The patient tolerated the procedure. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imagings showed no issues, with shrinkage of the aneurysm to 43mm. On (B)(6) 2012, the proximal tag device migrated distally (distance unknown) due to the proximal landing zone being aneurysmal over time. On (B)(6) 2013, additional endovascular procedure was performed to repair the migration whereas a gore tag thoracic endoprosthesis was implanted for the proximal extension, and bare metal stents were deployed at the brachiocephalic and left common carotid arteries to secure blood flow to the arteries. The patient tolerated the procedure. On (B)(6) 2013, four year follow-up imaging showed that the diameter of the aneurysm was 53mm. No issues were reported. On (B)(6) 2014, five year follow-up imaging showed that the diameter of the aneurysm shrunk to 46mm. No issues were reported. According to the cro in japan, no further information is available.